Event description:
Pod data indicates that the customer's bg levels had risen significantly within the first two hours of pod wear. Her bg level at the time the pod was applied was 131 mg/dl; two hours later, however, her bg's had risen to 462mg/dl. A correction bolus was immediately administered, but a half-hour later her levels had only lowered to 453mg/dl; a second correction bolus was administered. The pod was deactivated two hours later (her bg level at this time is unk) and will be returned for investigation.

Manufacturer narrative:
The pod thoroughly evaluated and no evidence of any malfunction or mfg deficiency was found that would have directly caused or contributed to the customer's high bg levels. An air bubble, however, was found within the pod's insulin reservoir - this typically occurs when air is introduced into the pod during the fill process and is not related to any mfg process issue or product defect. The omnipod user's guide instructs users on proper filling technique and includes the following warning: "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in hgh blood glucose levels. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg levels. Insulet has initiated an internal investigation to determine if marketing can improve education and training related to this topic. The investigation is in-process as of the date of this report.